Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Model number: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Serial number is unknown therefore DHR cannot be done. Device is to be returned for evaluation. No operative report has been provided. Investigation is on-going.

Event description:
Reportedly, the device was explanted after a duration of three years and six months (42.30 months) due to stenosis. The customer reported "calcified buds and stiffness of 2/3 leaflets. Patient first presented on (B)(6) 2009 with shortness of breath.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area and the free margins of leaflets 2 and 3. Moderate calcification is detected in the cusp area of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Thrombi like deposits are evident onto the tissue at the inflow aspect between leaflets 1 and 2. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue is minimal to moderate at the stent inflow and stent outflow. The wireform is exposed at the inflow aspect. The x-ray demonstrates calcification. The valve was examined visually and with a light microscope. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Method: x-ray.